Manufacturer narrative:
(B)(4). Date sent 10/23/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the healthcare professional wait 15 seconds after closing the device before attempting to fire? Was the device able to be fired at all? Did the device cut the tissue? Were any staples deployed? If yes, please describe the shape of the staples and their location on tissue? What trouble shooting steps were used in attempt to open the device? What color reloads were used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy it was possible to insert the instrument through the trocar, and it also opened in the patient, allowing for easy positioning of the appendix. When the operator tried to detach the appendix, the stapler did not fire and could not be opened. The operation had to be interrupted, and they changed to open surgery for further treatment. Afterwards the patient developed a wound infection!

Manufacturer narrative:
(B)(4). Date sent 12/8/2025 corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. Additional information was requested, and the following was obtained: did the healthcare professional wait 15 seconds after closing the device before attempting to fire? Yes, he waited 15 seconds. Was the device able to be fired at all? No, the stapler did not fire. Did the device cut the tissue? Because the stapler did not fire, no tissue was transected. Were any staples deployed? No. If yes, please describe the shape of the staples and their location on tissue? N/a. What trouble shooting steps were used in attempt to open the device? There was an attempt to open the stapler's jaws and remove the stapler. This was successful. What color reloads were used? Blue.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch #388d28. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the anvil opened, with no apparent damage and with a tr45w reload loaded on the device. The reload was noted to be unfired and free of tissue and body fluids, consistent with a reload not used in the surgical procedure. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the firing trigger teeth were found broken. The damage found on the firing teeth of the device is consistent with the device experiencing an increase of the internal forces resulting in the component yielding as a result of firing through the device lockout mechanism. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It is possible that the device was attempted to fire through a locked reload in previous firings. It is likely that the previous cartridges used during the procedure and not returned for complaint evaluation would have exhibited damage to the cartridge lockout spring. It should be noted that ats45 devices are test fired 100% during manufacturing to ensure the device meets the require specifications; in addition, a sample of devices from a manufacturing batch are inspected and test fire as part of the finish goods quality assessment. The event described of difficult to open could not be confirmed since the device opened and closed as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 388d28, and no non-conformances related to the reported complaint condition were identified.